Event description:
A surgeon reported that "air came into the eye" and decreased visibility during surgery. The procedure was completed with no harm to the pt. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).